Manufacturer narrative:
The investigation is ongoing.

Event description:
The initial reporter received questionable elecsys hcg + beta test system results on a cobas e 801 analytical unit. The initial result was reported outside of the laboratory. The result was questioned as it did not match the patient's clinical picture and the sample was repeated the next day. The initial hcg result was 288 miu/ml. The repeat result was 2.55 miu/ml. Another sample was collected from the patient and the hcg result was 0.100 miu/ml. The repeat result was deemed correct. The reagent lot is 58457501 and the expiration date is 31-jul-2023.

Manufacturer narrative:
The alarm trace showed multiple clot detection errors. Based on calibration and qc data a general reagent issue could be excluded. The investigation did not identify a product problem. The cause of the event could not be determined.